Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "shows periprosthetic fluid", "focus of disruption of the inner capsule at the inner edge, intracapsular rupture toward the inner edge". Patient also reported "simple cysts" considered not device related. Later healthcare professional confirmed the events and reported "irregular contour", "sensation of a lump" and "rupture with silicone material leakage". This record is for the left side. The device remains implanted.